Event description:
It was reported that after opening the stent box of the 2.25x28mm xience xpedition stent delivery system (sds) the stent struts were observed to be fractured. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that after opening the stent box of the 2.25x28mm xience xpedition stent delivery system (sds) the stent struts were observed to be fractured. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.